Manufacturer narrative:
This is one event (death) for the same pt involving three separate products; associated mdrs 1225714-2014-05264, 1225714-2014-05265, 1225714-2014-05266, 1225714-2014-05267 and 2937457-2014-01278.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2009 and subsequently expired on (B)(6) 2009, after the use of the product.